Event description:
The procedure was coil embolization for left superior petrosal sinus that was not calcified and moderately tortuous. During the procedure, a vrd ((B)(4)/lot unknown) was meant to be placed in basilar artery through left posterior communicating artery using an unspecified prowler select plus (lot unknown), and the physician firstly thought he had succeeded. Then an additional vrd was placed in the right posterior communicating artery, and several coils were successfully placed in the target site. The procedure was completed and there was no issues noted by that time. However, later on, he realized that a piece of vrd was found in an unspecified y-connector and it turned out that the 1st vrd was not really placed in the left posterior communicating artery. Based on video footage, the 1st vrd was dislodged from the delivery system in the microcatheter during delivery to the target aneurysm, and then during the retrieval of the microcatheter, the vrd came back together. The physician suspected that there might be a problem/damage with the retraction bump. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also there was no damage reported on the devices after the procedure. The delivery systems of both vrds are going to be returned for evaluation, but unfortunately we are not sure which is which. No additional information is available.

Manufacturer narrative:
The initial report submitted inadvertently missed to report cerebral infarction as a part of the adverse event report. Therefore, this follow up report is intended to add the additional information missed. In addition, adverse event (ae) and product problem (pp) was checked on the initial submission, however, no product problem was reported. Therefore, the correction is being made to correct this to adverse event only and not both.

Manufacturer narrative:
Event description: additional clarification from the affiliate indicated that 2nd vrd was placed in the right posterior communicating artery. It was planned to place 2 vrds in a y configuration, one in left posterior communicating artery and the other one in right posterior communicating artery. Eventually, no vrd was placed in the left posterior communicating artery. The 1st vrd once exit the mc but it seemed to be fallen off within the microcatheter. The second stent placed because it was originally planned to be placed in the right posterior communicating artery. The physician's original intention was to place two vrds in each posterior communicating artery. It was noted that upon deployment of the 1st vrd, when the physician retracted the mc, the stent wasn't completely expanded across the neck of the aneurysm as it exited the mc somehow. It was also noted that the physician experienced resistance at the point where the proximal end of the stent positioning marker was aligned with the mc distal marker band. No more information is provided regarding the 1st deployment. The "piece of the vrd" that was found in the y-connector was the entire stent. No damages observed on the vrd. The entire delivery wire removed without any damage. The second stent delivered was not within the same microcatheter. However, no information regarding the mc was provided. Also there was no defects/malfunctions were noted. At the beginning of the deployment, the stent wasn't completely expanded across the neck of the aneurysm. However, the physician kept retracting the mc because he assumed that vrd was open as it exit mc. An adequate continuous flush maintained through the microcatheter. The product was implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
A left posterior communicating artery (pcom) aneurysm was coiled. Then during an intended placement of two enterprise vrds in a y-configuration via the bilateral posterior communicating arteries to treat a basilar tip aneurysm there was deployment difficulty of the first ((B)(4)) followed by placement of the second vrd and several coils. It was thought that the first enterprise vrd had successfully deployed in the vasculature; however, the stent was later found in the y-connector. The aneurysm was successfully coiled with placement of a total of 18 coils. Additional information reported that after the procedure there was an area of infarction visible in left posterior communicating artery, and the patient had episode of a slight paralysis on his right side, visual field defect, and difficulty in speech. This was medically treated with improvement of the paralysis three days later with the other symptoms remaining unchanged. The post procedural angiogram showed no outstanding defects. It is unknown when exactly the infarction occurred. Initially, a microcatheter (neurodeo/hi-lex corp, 1.8/2.3fr, 0.016 inch) was advanced over a gw (chikai/asahi intec, 0.014inch) to the target aneurysm located in left posterior communicating artery, and a gdc 18/stryker was placed in the aneurysm. By using the same guidewire to maintain the target site, the neurodeo was exchanged to an unspecified prowler select plus. Then the intent was to treat a basilar tip aneurysm with placement of two enterprise vrds in a y-configuration; the first enterprise vrd in the basilar artery (ba) through the posterior communicating artery (pcom) using an unspecified prowler select plus (lot unknown) followed by placement of an additional enterprise vrd in the right pcom. There is no information regarding the aneurysm size or parent vessel diameter. It was reported that there was no calcification, the vessel was moderately tortuous, and the degree of stenosis was unknown. An adequate continuous flush was maintained through the microcatheter. The first enterprise vrd ((B)(4)) was delivered through the prowler select plus. It was noted that upon deployment of the first vrd, the stent wasn't completely expanded across the neck of the aneurysm. However, the physician kept retracting the mc because it was assumed that vrd would open as it exited microcatheter. It was also noted that the physician experienced resistance at the point where the proximal end of the stent positioning marker was aligned with the mc distal marker band. No more information is provided regarding the first deployment. It was initially thought that the first enterprise vrd was deployed as intended in the vasculature. However, after placing the second vrd and successful placement of several coils at the target site, the first vrd was found in an unspecified y-connector and it turned out that the first vrd had never been deployed in the vasculature as intended. The second vrd was delivered via a different unknown microcatheter with no defects or malfunctions. It was reported that based on video footage, the first vrd was dislodged from the delivery system in the microcatheter during delivery to the target aneurysm, and then during the retrieval of the microcatheter, the vrd came back together. The physician suspected that there might be a problem/damage with the retraction bump. The entire stent was found in the y-connector with no damages noted on it and the entire delivery was removed without any damages. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also there was no damage reported on the devices after the procedure. There was no information provided regarding the size of the aneurysm/parent vessel. The modified rankin scale (mrs) is unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. No further information is available and procedural images are not available. The physician only became aware of the event with the first enterprise vrd at the end of the procedure, and by that time, the two enterprise systems had already been withdrawn and had lumped together. Therefore it is not known which delivery system is the first and second device used. The lot number of the second enterprise vrd which was implanted is not known; therefore, a device history record review cannot be completed. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.